Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited channel tube clogged with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
Additional information was added to fields h3 and h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the adhesion/clogging of the material in the biopsy channel was confirmed; however, the foreign material could not be identified. The foreign material was possibly not removed as the reprocessing was not conducted properly due to leakage from the auxiliary water channel and air/water channel. The suggested events are detectable and preventable by handling the device in accordance with the following IFU. IFU states that the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.